Event description:
The customer reported that the system had a communication failure and the screen was black. No patient injuery was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the display adapter to restore illumination to the monitors. The system was tested and found to be working as intended and put back in service.